Event description:
Caller reported that pump declared cartridge alarm 5. Reportedly, the customer reverted to an alternate form of insulin therapy. There was no reported adverse impact on customer's blood glucose level.